Event description:
Customer called to report a hospitalization due to high blood glucose. Customer experienced vomiting, dry mouth and headache. The blood glucose reading is 574 mg/dl. Diagnosed diabetic ketoacidosis. Customer treated with insulin drip. Customer stated that she has been having issues with bent cannulas. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.